Event description:
An issue was reported where the caller needed assistance in updating the time, personal profile, or settings on their device, as there was a discrepancy with the pump's time being off by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller adjust the pump time, and the caller was advised to monitor the situation and contact support again if the time discrepancy reoccurred. The caller acknowledged and understood the instructions provided.